Event description:
The account reports noticing that there was a thick white line in the middle of the crystalens iol. The line was noticed prior to contact with the patient. It is unknown if the line was present prior to handling. Additional information has been requested.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings that relate to the reported issue.